Manufacturer narrative:
Thv/tvt registry. The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during implant of a 23mm sapien 3 ultra resilia, by transcarotid approach, the valve and delivery system were positioned more ventricular in the annulus then intended. The valve was partially expanded, before the valve and delivery system could be repositioned. The valve was then unable to be pulled back into the annulus. Despite multiple attempts to withdraw and correct the malposition and pull the delivery system with the valve back into the annulus, the valve migrated off the balloon into the left ventricle (lv) requiring surgical intervention. The tavr valve was successfully removed. The patient was stable and transferred for post management care without support. A surgical valve was implanted. Of last communication, the patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted based on engineering evaluation. Update to h6 (device code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2024-02481. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve was explanted surgical from the left ventricle but was not returned to edward for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), valve malposition is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Per training manual, guidance indicates to obtain the determined coplanar fluoroscopic view, position thv coaxially and centered within the native annulus using the flex wheel, wire manipulation and/or slight rotation of the delivery system and position bottom of center marker at the base of the cusps manually or using the fine adjustment wheel. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Due to the partial expanded valve was malpositioned (too ventricle), the further re-positioning manipulation led to the valve dislodged from the inflation balloon, resulting in thv embolized into ventricle. In this case, the valve was initially positioned too ventricular, resulting in malposition during deployment. In this case, malposition and thv embolized into ventricle was unable to confirmed due to unavailability of relevant imagery and medical records. The available information suggests procedural factors (valve positioning and deployment techniques, re-positioned partial expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.